Manufacturer narrative:
(B)(4). The customer advised that a biomedical engineer had examined the device but was unable to duplicate the reported issue. The device was then sent in to physio-control for additional evaluation. Physio-control then evaluated the customer's device but was also unable to duplicate the reported issue. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device powered off by itself when the print button was pressed. There was no patient use associated with the reported event.